Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of -2 to -3 millimeter¿s (mm). Upon withdrawing the delivery catheter system (dcs), the nosecone caught on the valve. The valve subsequently dislodged into the sinus of valsalva (sov). The patient remained stable. The procedure was converted to open heart surgery, and the valve was explanted. The patient was stable after the surgery. It was further reported that the operators were instructed to pull the wire at the tip of the dcs during removal, but the tip of the dcs did not clear the valve frame, which was the main cause of the dislodge. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 17-apr-2025, UDI#: (B)(4); product ID: l-evolutfx-34, lot number: 0011625841, product type: 0195-heart valves, implant date: n/a, explant date: n/a. Product analysis: the dcs was discarded and the valve has not been returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the right trans-femoral artery was used as the access route. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 18 mm true flow balloon. The guidewire associated with this procedure was a confida wire. The cuspal overlap technique was used. The guidewire was not centered within the frame inflow prior to retracting. The guidewire was pulled back but the nosecone did not center. The team recommended that the implanter stop multiple times, however they pulled the valve out. It was believed that the nosecone was already caught on the bottom of the valve frame and forward pressure was needed before the wire was pulled. Of note, the patient had a bicuspid \native aortic valve and root angle of 60 degrees which contributed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.